Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the numbers on the insulin pump were scrolling up and down when attempting to bolus. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or no scrolling numbers anomaly noted. The device also was received with minor scratched display window. The unit had cracked case display window corner, cracked battery tube threads, cracked reservoir tube and lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.